Manufacturer narrative:
One device was received for evaluation. Visual inspection found a dented air sensor. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that either a faulty expulsor or faulty valves was the root cause. The expulsor and valves were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a "pressure test fail". There was no patient involvement.